Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed damage to the stent, shaft and tip. There was contrast in the distal end of the inflation lumen, including the balloon. The stent was centered between the markerbands on the tightly folded balloon. There was no evidence that the balloon was inflated. There were three flared struts in the sixth proximal row and a bent strut in the seventh proximal row. The device met specification for maximum stent profile. There was no other damage to the stent. The mouth of the distal tip was bent and there were several bends in the hypotube portion of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion was predilated with a 2.5x15mm apex balloon. Next, a 3.0x32mm ion stent delivery system (sds) was advanced but could not cross the lesion. Upon removal, it was noted that the stent struts were flared. The procedure was completed with another ion sds. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion was predilated with a 2.5x15mm apex balloon. Next, a 3.0x32mm ion stent delivery system (sds) was advanced but could not cross the lesion. Upon removal, it was noted that the stent struts were flared. The procedure was completed with another ion sds. No patient complications were reported and the patient's status is fine.